Manufacturer narrative:
Further data review identified poor cell rinse performance and cell inconsistencies. The field service engineer (fse) exchanged the sample assembly. After the replacement, the instrument was confirmed to be working within specifications. The investigation determined that the service actions resolved the issue. The cause of the issue was consistent with sample quality and instrument-related factors.

Event description:
There was an allegation of questionable results for multiple assays for patient samples tested on a cobas c 503 analytical unit. The following examples for glucose hk gen.3 and ldl-cholesterol gen.3 were provided: the initial glucose result was 9.44 mg/dl, while the repeat result was 113 mg/dl. The initial ldl-cholesterol result was 7.14 mg/dl, while the repeat result was 121 mg/dl. The primary tubes were used for the initial run; aliquoted patient samples in sample cups were used for the rerun.

Manufacturer narrative:
The glucose reagent lot number is 889120 with an expiration date of 30-sep-2026. The ldl cholesterol reagent lot number is 893998 with an expiration date of 30-jun-2026. The field service engineer (fse) performed decontamination of the sample pipetting needle. Quality controls (qc) passed successfully. Following testing and monitoring, the analyzer was confirmed to be fully functional. The investigation is ongoing.